Event description:
It was reported that the image displayed on the 9800 system seemed "grainy" (image quality). There was no report of patient injury.

Manufacturer narrative:
A ge service representative discussed the situation with the reporting facility by telephone. Discussed the procedure with the facility and suggested they check edge enhance and noise filter. Also suggested technique setting changes next time a large patient is involved. The facility will follow up and advise as needed. If additional information is provided, it will be reported as required.